Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that an ophthalmic system exhibited loose aspiration, with the issue identified as reduced vacuum of an intermittent nature. Procedure details were not provided, and there was no impact to the patient. This report pertains to the ophthalmic console involved in the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.